Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, end cap broken off, debris under window and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a broken pump case. Blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.